Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast and blood in the inflation lumen. Magnified inspection identified a pinhole in the balloon material 4mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous distal left circumflex (lcx). The 2.25mm x 15mm emerge balloon catheter was advanced for pre-dilatation and was initially inflated at 6 atmospheres. However, on the second inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous distal left circumflex (lcx). The 2.25mm x 15mm emerge¿ balloon catheter was advanced for pre-dilatation and was initially inflated at 6 atmospheres. However, on the second inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.